Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using actis size 4 broach, broach was broken in patient's femur. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 139 reported that while using actis size 4 broach, broach was broken in patient's femur. No surgical delay. Additional information stated that the handle was defective. Examination of the returned instrument by depuy material scientist on 17 apr 2020 found that the locking feature was deformed and not broken as previously reported. The damage is cause by locking handle before broach is fully seated. The complaint sample consisted of (1) (B)(6) -extra curved broach handle, lot rm3908000 review of as400 indicated that this device was distributed for use on 25 nov 2014. In a previous investigation ((B)(4)), the root cause was attributed to user error. There is a machined notch located on the broach guide shaft. When the broach is fully seated onto the handle, the handle cam jaw moves into this notch and engages the broach holding it firmly in place. If the part is not fully seated on the handle, the cam jaw will make contact on the full diameter of the broach guide shaft. This prevents the full range of motion of the cam jaw and lever therefore putting excess force on the leaf spring when locking the handle. With the increasing occurrence of lower-visibility small incision cases, it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. With correct use, the leaf spring will only flex a few millimeters. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance.